Manufacturer narrative:
All buttons functioned properly. No keypad anomaly or moisture damage inside the pump noted. The connector on the lcd board was inspected, and no anomaly was noted. All operating currents are within specification. No unexpected low battery, bad battery, battery out of limit or off no power alarms noted. The pump passed the alarm test. No unexpected restart was noted. The pump had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she went swimming with her insulin pump and made sure it was dry. Customer stated there was no battery in it and the pump was reset. Customer stated that the pump does not have any of her settings. Customer's blood glucose was 202 mg/dl at the time of the incident. Customer stated that the buttons were sticking and were hard to push. Customer reported that the pump was exposed to fluid in the past with no moisture visible in the pump. Customer also had bad battery alerts in the alarm history. Customer was assisted in performing a self test. The pump passed and the customer was advised to monitor the pump. The insulin pump will be replaced due to keypad issues. Customer was advised that she could keep the sensor on and use it with her new pump tomorrow.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.